Event description:
Caller states, the pt tested 1.7 inr on the coaguchek system and 3.3 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Comparison performed at a medical facility. Requested return of suspect device and replacement was sent.